Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The cause of the reported possible air embolism remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, air was aspirated from the introducer. The sheath was aspirated several times and flushed, but the issue remained. Due to the flushing, st elevations were seen on the ECG and there was concern for a possible air embolism. A coronary angiogram was conducted and no obstruction was noted and the elevation disappeared. The device was replaced and the procedure was completed with no adverse consequences to the patient.